Event description:
It was reported the patient presented to the emergency room with syncope. A remote transmission showed that the device was at elective replacement indicator (eri) and pacing at vvi 65 even though the patient¿s sensed rates were between 54-60 beats per minute. A right ventricular (rv) lead warning was also noted for low impedance that had caused a polarity switch. The device was explanted and replaced. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 4024-58 implantable pacing lead, (B)(6) 1995. A 4524-53 implantable pacing lead, (B)(6) 1995. (B)(4).